Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when trying to admit or discharge a patient, the surveillance would reboot. There was no patient incident.

Manufacturer narrative:
(B)(4).